Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 74-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock in the setting of known coronary artery disease. The patient required inotropic therapy, vasopressor support, and mechanical ventilation for respiratory support due to severe hemodynamic compromise. The purge solution consisted of dextrose 5% in water. During insertion, it was reported that a plastic component of the 14 french, 13-centimeter dilator associated with the introducer system fractured, and the dilator and introducer catheter were unable to be separated. The peel-away sheath was removed, and a blue suture hub was placed while the dilator plastic fragment remained in position. No patient signs, symptoms, or clinical consequences were reported in association with the introducer component that could not be separated. Subsequently, the patient experienced hemodynamic instability associated with the pump due to the device being in an incorrect position, which required medical device removal. A comprehensive review of the available information did not identify evidence suggesting the introducer component issue resulted in direct patient harm. Device positioning issues and hemodynamic instability are recognized procedural risks associated with large-bore arterial access and placement of temporary mechanical circulatory support systems, particularly in critically ill patients with acute myocardial infarction and cardiogenic shock. The patient survived the event.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was most likely use related since per clinical details, the device was pulled by patient.